Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support while attempting to change only the infusion set and encountered an ¿unable to proceed¿ alert during the tubing fill process. The patient stated that the cartridge had been changed the previous day and was educated that changing all supplies at the same time is recommended to help prevent such issues, which the patient acknowledged. The patient was instructed to rewind the device and remove the supplies, at which point it was observed that the needle from the connector had broken off and was protruding from the cartridge septum. The patient was advised that this could cause cartridge leakage and was again encouraged to replace all supplies. The patient elected to continue using the same cartridge because it was full and reported carefully removing and discarding the broken needle. A new connector was obtained, and the patient completed the supply change using the new connector with the same tubing and cartridge. The tubing fill was then completed successfully with visible insulin drops and without further alerts. The patient was advised to monitor the system and to replace all supplies if the alert recurred, and the patient indicated understanding. Blood glucose levels were not affected during this event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.